Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 3006705815-2017-01365. It was reported that patient was unable to receive effective therapy.troubleshooting was attempted to no avail. As a result, x rays were taken which revealed that leads had migrated. Surgical intervention is planned to address the issue.